Event description:
The physician reports that the crystalens haptic cracked when delivering the lens using a b&l lens injector system. Intervention was performed intraoperatively to enlarge the original incision and remove the damaged lens. A second crystalens was implanted successfully.